Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed that a partially discharged battery was inserted. During testing, the pump successfully completed the ez-prime steps without any power issues, reboots, or call service alarms. The pump¿s electrical draws were tested and were found to be within required specifications. The original complaint of a battery life issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.